Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cord was cut exposing wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user mishandling by allowing the cord to come in contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were wires exposed on the foot control device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.